Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: our department recently switched over to the bd vacutainer from the bd vacutainer w/ bd blunt plastic cannula. Apparently the one with the blunt plastic cannula was discontinued. The new one isn't working well for our cord blood collection. (B)(6) 2021: spoke with customer, and she sent a picture of the products they use to collect the cord blood. We cannot suggest products or a procedure to collect the cord blood. I explained that the llad is used with collecting blood from a port, not cord blood collection. She will check with other facilities in her area for cord blood collection procedures.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos show the device packaging as well as an unused device. The photos did not show how the device failed. Additionally, 12 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: our department recently switched over to the bd vacutainer from the bd vacutainer w/ bd blunt plastic cannula. Apparently the one with the blunt plastic cannula was discontinued. The new one isn¿t working well for our cord blood collection. (B)(6) 2021 spoke with customer, and she sent a picture of the products they use to collect the cord blood. We cannot suggest products or a procedure to collect the cord blood. I explained that the llad is used with collecting blood from a port, not cord blood collection. She will check with other facilities in her area for cord blood collection procedures.